Manufacturer narrative:
Reference number (B)(4). The device involved in the event was removed and was not returned; therefore, a return sample evaluation is unable to be performed. Catalog number is the international list number which is similar to us list number of 062910. (B)(4). Buried bumper is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, it was reported that the patient experienced poor mobilization of the external catheter. In (B)(6) 2022 on an unknown date, buried bumper was confirmed and the patient underwent tubing replacement. It was reported that the internal retention plate has purulent discharge and could not be freed. It was reported that a CT scan will be performed, and surgery will be consulted.

Manufacturer narrative:
Reference number (B)(4). Updates made to b2, b5 and h6

Event description:
Additional information received on 27 feb 2023: due to a buried bumper diagnosed on (B)(6) 2022, a laparotomy was done on (B)(6) 2023 and a new peg tube was placed. There was good recovery from the intervention. Patient was afebrile, with no pain or signs of complications. Medication was delivered via the peg tube with plans to place an intestinal tube at a later date.